Event description:
It was reported that a dialyzer leak occurred forty-five hours into a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The nurse noticed fluid dripping from the bottom of the dialyzer. It was also reported that a transmembrane pressure alarm occurred. The dialyzer was inspected prior to use and no structural damage or other defects were noted. The treatment was discontinued and most of the patient¿s blood was rinsed back. The amount of blood loss due to the events was unknown. The patient did not experience any adverse effects, nor did they require medical intervention. It was reported that the sample was not available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient's blood loss was estimated to be under 50 ml. It was unknown if the patient was re-setup with new supplies to continue their treatment. However, it was confirmed the blood loss did not result in any patient injury or harm, and no medical intervention was required.

Manufacturer narrative:
The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5 the plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was provided by the country complaint administrator (cca). The fluid that had leaked was reported to be dialysate. The leak occurred 45-hours into the patient's 72-hour planned treatment. It was again confirmed that the patient did not experience adverse effects, nor did they require any medical intervention. The patient's estimated blood loss (ebl), which was previously reported to be under 50 ml, was said to be unknown.

Event description:
Additional information was provided by the country complaint administrator (cca). The fluid that had leaked was reported to be dialysate. The leak occurred 45-hours into the patient's 72-hour planned treatment. It was again confirmed that the patient did not experience adverse effects, nor did they require any medical intervention. The patient's estimated blood loss (ebl), which was previously reported to be under 50 ml, was said to be unknown.

Manufacturer narrative:
Additional information: d10 plant investigation: a product sample was not returned for evaluation. Product batch information was reviewed, and no non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. A product examination was performed on the retained samples. The samples underwent a visual inspection and a leakage test. They were checked for component defects, assembly failures, and to verify conformity with product specifications. The samples were then subjected to a leakage test where air/liquid pressure was applied to check for leaks and other assembly failures. No failures were detected on the retained samples. The exact cause for the failure could not be determined due to the absence of an actual sample. Based on the available information, here are some of the possible causes: a component defect on the connector (raw material defect), assembly failure between the tub and connector due to nonconforming tube dimensions (external diameter or wall thickness), a nonconformity in the assembly process, or an improper connection of the connector to the filter. The production department has been informed of the defect.